Event description:
On the morning of (B)(6) 2012, the patient contacted animas and stated that when she awoke, the infusion set tubing was no longer attached to the cartridge. It was noted that patient was hospitalized due to a heart attack she experienced on (B)(6) 2012. At the time of the call, the patient's bg was reported to be 229mg/dl and did not test for ketones. The patient reportedly experienced extreme thirst the day prior to the call but did not test her bg level. The patient reportedly checked her tubing as she thought that the tubing may have been tugged during the night because when she awoke in the morning, her pump was in her left front pants pocket and her set was in her right abdomen. The patient reportedly thought she may have moved the pump from her right pocket to the left pocket during the night. It was noted that the patient does attach the tubing onto cartridge prior to inserting the cartridge into pump. The patient also stated that she had rushed through a routine site/set/cartridge change at the hospital and may incorrectly attached the tubing to the cartridge as she felt nervous being watched my the medical staff. The reported bg event is not indicative of a serious injury. This complaint is being reported due to the allegation that the cartridge and infusion set became disconnected. Use error may have contributed to the reported event as the patient was not sure if the tubing disconnected from the cartridge during the night or if she was using an improper technique connecting the cartridge and infusion set.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the cartridge for lot number b201783 was returned to animas and was tested and evaluated by product analysis on (B)(4) 2012 with the following findings: a visual inspection and leak test of the cartridge were performed and no damage or defects were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.